Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 217, 132, 98, 99, 120, 133 mg/dl. Tests were done within 10 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.